Manufacturer narrative:
The device was not returned for analysis. Review of the manufacturing and sterilization records for all implanted devices associated with this event did not find any related nonconformities. Device is not available for return.

Event description:
It was reported to nevro that a patient acquired an infection post implant. The patient was hospitalized and was given IV antibiotics. The patient reported high fever but cultures were negative. The device was explanted and the patient is recovering from the surgery.